Manufacturer narrative:
Additional information provided to sections b4, g6, h2, h3, and h11. Corrections made to sections d3 (country type & country) and h6 (type of investigation, investigation findings, & investigation conclusions). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Manufacturer narrative:
H3 other text : device is not available.

Event description:
Catalog# 320119. Date of event summer 2023 = unknown. Sample status unknown. Major issues, could be related to needle use with a particular product I am not wishing for any lawsuit, though I wish for you to see this video. Btw, the same product when I put on a new needle worked fine. Twice I have been to the emergency room and almost died. Both times this happened with your product check my last injection. You should be aware before a lawsuit does happen. I have already paid for 2 emergency room visits and 1 involved an ambulance. I hope you look into this and save others from a similar fate.